Event description:
Literature case. "Observation on the effect of computer-aided navigation artificial knee replacement surgery" author: du hui et al. In this study there were 23 patients (26 knees) bearing genesis ii. It was reported that the patient suffered from excessive osteotomy in the anterior femoral cortex.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include patient anatomy or a procedural error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.